Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with an alert for non-sustained right ventricular (rv) oversensing exhibited by the implantable cardioverter defibrillator. The rv oversensing alert was caused by post-paced t-wave oversensing. Programming changes were made. The patient was in stable condition.